Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a hematoma occurred since the bleeding did not stop after using the 5f mynx control vascular closure device (vcd). There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a hematoma occurred since the bleeding did not stop after using the 5f mynx control vascular closure device (vcd). There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found in the open position, while a syringe was returned detached from the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves, and no sheath was returned inserted onto the device. No additional anomalies were observed during this analysis. A functional analysis was executed to perform a complete deployment mechanism action. During this analysis, the tension indicator was aligned per the instructions for use (IFU), and button 1 was depressed, resulting in the sealant deployment. However, the balloon inflation and deflation steps could not be successfully achieved due to the presence of excessive saline solution substrate that compromised the complete inflation of the balloon and impeded its deflation. As the deflation of the balloon was not possible, button 2 could not be depressed. A high magnification evaluation of the balloon condition was performed, where an excessive amount of saline solution substrate was observed inside the balloon. Based on the conditions observed during this analysis, it was inferred that the presence of the saline solution substrate could also be present in the inflation lumen of the device. The reported event of ¿sealant-inability to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be observed through analysis of the returned device since procedural images were not provided and due to the nature of the complaint. The exact cause of the issue experienced by the customer could not be determined. Based on the very limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported inability to achieve hemostasis with the sealant and the subsequent hematoma as the received condition of the device did not match the event description. The device was received without any depression of the buttons or any signs of deployment attempt; therefore, it is unlikely that the device received was used during the procedure. However, events of inability to achieve hemostasis are usually related to patient factors, pharmacological factors, procedural factors and/or handling factors of the device. Failing to achieve hemostasis after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Additionally, there were no anomalies noted to the device except an obstruction of the balloon/inflation lumen due to dried saline substrate. However, as the obstruction was due to dried saline within the lumen, it is unlikely that the customer experienced this issue during the procedure and was an unlikely contributing factor to an issue experienced with the device. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.